Event description:
It was reported that the patient received inappropriate high voltage therapy due to noise on the right ventricular lead. Few days later, x-ray revealed externalized conductors, and noise was not reproducible. There were no adverse consequences for the patient. A lead revision was planned. No further information was received.

Manufacturer narrative:
(B)(4).